Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, photographs were provided by patient's mother confriming the reported complaint. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient's mother contacted dexcom technical support on 09/13/2015, to report that on (B)(6) 2015, the patient developed a skin reaction under sensor adhesive, approximately 1 1/2 inches away from umbilicus. Sensor was inserted at abdomen on (B)(6) 2015. Patient's mother described the skin reaction as a bright red, bumpy rash in the shape of the sensor. Photographs were provided by patient's mother, confirming skin reaction. Patient's mother contacted physician with regard to treatment for skin reaction on (B)(6) 2015. Physician did not prescribe medications. Physician advised mother to treat affected area with over-the-counter hydrocortisone cream, benadryl or tegaderm. No additional event or patient information is available.